Event description:
One day following a coronary artery drug eluting stenting treatment procedure, a death event occurred. Initial index procedure treated 4 lesions. Lesion 1, a bifurcation located in the lad prox and first diag. Was treated with a 2.75 x 12mm taxus express2 stent. Lesion 1 reports heavy calcification and severe tortuosity. Lesion 2 located in the prox cx was treated with a 3.0 x 12mm taxus express2 stent. Lesion 3 located in the rca prox treated with a 3.5 x 28mm and 3.5 x 32 mm overlapping taxus stents. Lesion 4 located in the lad prox was treated with a 2.75 x 12mm taxus express2 stent. Death was due to cardiac arrest 1 day post index procedure pre-discharge. According to investigator, relationship to study device is unrelated and relationship to procedure is probable.